Event description:
The customer has low bgs. Troubleshooting was performed. The pump passed the functional testing. The time and basal rates were correct on the pump. The customer may overbolusing for food. The customer was driving the car and went low. The customer apparently hit a guardrail and stops the vehicle. The police called the paramedics and treated the bgs with glucose tablets. The customer stated that this incident is the second occurrence of the bgs going low to this extent. Except that the last time customer was not driving.